Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Customer medwatch report # (B)(4) states that a "(B)(6) male presented to ER with nausea, vomiting and diarrhea, diagnosed with acute cholecystitis. The pt was admitted to undergo laparoscopic cholecystectomy. Per surgeon, intraoperatively noted a gangrenous gallbladder. Also reported was that the tip of endoscopic blaster went missing during procedure. A thorough search was performed in and out of the sterile field without success. An abdominal x-ray was taken after surgery revealing blaster tip in the right lower quadrant of the pt's abdomen." On (B)(6) 2010, risk manager reports via telephone that info that the tip remained in the pt was disclosed to the pt and family. On (B)(6) 2010, e-mail from surgeon states that "the procedure and anesthesia time were not increased because of the event. It was deemed to be inappropriate to convert a completed laparoscopic case to an open procedure to search for the small ball tip. The pt had a gangrenous gallbladder and was extremely ill. The most important priority after removal of the gallbladder was to get the pt back to the ICU where he was being cared for before the procedure. The pt and family were informed after the case that the tip of the device was left in the pt. The pt and family were not advised by me (the surgeon) about any interaction if MRI were to be performed in the future."